Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The most probable root cause identified is an end user error due to improper monitoring of the deaeration chamber level. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with an unknown prismaflex set, an external fluid leak was observed. It was reported that the return pressure could not be reset to zero during priming. It was noted water entered the return pressure connector and ¿caused an obstruction¿. It was reported that water entered the consumable filter which also caused water to enter the pressure sensor. There was no patient involvement. No additional information is available..